Event description:
It was reported that an insulin gauge displayed an amount different than expected, with a static fill estimate issue observed despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer, explaining that the variance in measured pressures can cause this display discrepancy and assured that the fill estimate would adjust once insulin levels matched the static display, which the customer understood and acknowledged.